Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, white particles in the inner device, opening. Leak test was performed and found opening on the device. A microscopic analysis was performed which identified a broken sharp edge assessed as unidentified tear opening and striated opening in the radius side. A dimension measurement in the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is: a sharp broken on patch/shell bond edge assessed as an unidentified (tear) opening. A striated edge opening on radius side due to surgical damage.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.